Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had no change in their activity level and noted they had been using a lower stimulation setting. The patient noted they got a new paddle and suspected the recharger battery was at fault because they had to remove and reinsert it many times. The patient stated the implant would only charge up to 90% before they would plug the controller in to charge for 5 hours.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient regarding an implantable stimulator. The reason for call was starting last week the pt noted their controller was not holding a charge very long for the controller would need to be charged in less than a day. Pt noted they had to use the paddle to charge their ins every 12 hours; pt then said they use to only have to charge their ins every other day and now they had to charge their ins every 8 to 10 hours. Pt noted they had to charge with the rtm more frequent; pt did not understand that because they were charging their ins more that was causing their controller to use more power requiring more charging to the controller. Pt noted when get up they increase the intensity then leave there then it will say the battery ran down so they would have to charge with the paddle then plug the controller into the ac power supply. Pt noted their max intensity was 4.9. Pt was redirected to their hcp.

Event description:
Additional information was received from a patient (pt). It was reported that the pt is having a 'difficult time' with the li battery inside the programmer. The caller states the pt says they see a persistent error code that requires them to take the li battery out and re-insert. Caller did not know what the error/code was. The caller states the pt can only charge their ins for 20 minutes and/or to 50% of the ins charge level until the controller depletes. The controller depletes within 4 or so hours even when pt is not charging the ins. The controller seems to deplete rapidly per the pt. The caller states the pt's caregiver has detailed logs of the issue and the caller states she corroborated this info today by looking at the pt's summary and seeing that their charging sessions are ending pre-emptively. A replacement battery pack was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.